Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During functional testing, a crack was found at the injection site of the iab bifurcate for the central lumen. This crack allowed a leak to occur at the injection site of the central lumen. The root cause of how the crack occurred is undetermined but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that after five days of usage of the intra-aortic balloon (iab), it was noted by the staff that there was blood leakage at the connections between the y-port outside the catheter and the pressure sensor. As a result, the iab was removed and a new set of iab was used successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after five days of usage of the intra-aortic balloon (iab), it was noted by the staff that there was blood leakage at the connections between the y-port outside the catheter and the pressure sensor. As a result, the iab was removed and a new set of iab was used successfully. There was no report of patient complications, serious injury or death.